Manufacturer narrative:
Additional information: there was a reported delay to the procedure of twenty minutes due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. The surgeon opted to complete the procedure with a c-arm. It was noted that the reported issue occurred in a spinal fusion. Correction: initial reporter updated to proper value.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. It was confirmed the mobile view station (mvs) umbilical cable was causing the frame rate error occurring on the system. The cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that there was a frame rate error when taking a scan. It was noted the use of the first imaging system was discontinued and a second imaging system was used for the remainder of the procedure.